Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the side gear of the force bipolar instrument catches on tissue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon mentioned that the tissue that can get adhered is usually the peritoneum, but he has caught a bowel. In order to release the tissue, he often has to rotate the instrument or use a different instrument to pull the tissue off. Minimal bleed can occur. This issue has had minimal impact to the patient, but it happens at least 3 to 4 times a month.